Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, the external case broke, and the impact damaged the insulin chamber, preventing cartridges from seating properly and rendering the device unusable; a replacement ilet was shipped and the user was instructed to return the damaged unit, but the original device was not returned after multiple contacts, and the warranty of the replacement was voided in alignment with user guide provisions. Symptoms included hyperglycemia overnight with a reported morning blood glucose of approximately 300 mg/dl after going to sleep around 160 mg/dl, while daytime glucose was managed with subcutaneous insulin injections. Outcomes included temporary loss of automated insulin delivery and reliance on manual injections, with no hospitalization reported. Investigation included user interview, review of device use and return logistics, and assessment of reported physical damage. Investigation of the returned device revealed impact-related structural damage to the pump housing and insulin chamber consistent with device damage during use, resulting in inability to load a cartridge and loss of function.